Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the oxygen (o2) sensor was tested for performance characteristics per testing polargraphic sensors procedure. The production requirements are as follows: o2% (air) = 20.8 to 22.3. %(nitrogen)n2 = .1 to .6. Response = 95 to 100. Output = 7.3 to 11.0. The tested results are as follows: o2% (air) = 24.4. %n2 = 2.0. Response = 91. Output = 7.23. The sensor no longer meets the acceptance requirements on any of the four measurements. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the srt, the o2 had a set point of 21% while the central control monitor (ccm) reported 24.5%, and the servomex actual value was at 21.0%. The voltage at 100% was 1.918 volts of direct current (vdc). The srt replaced the o2 sensor. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the o2% readings on the ccm and external o2 analyzer to be out of specification with the suspect o2 sensor installed into a lab use only (luo) electronic patient gas system (epgs). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the oxygen (o2) sensor failed calibration. There was no patient involvement.